Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient presented with intermittent hiccups. The physician analyzed a diagnostic image the patient brought and revealed a left ventricular (lv) lead dislodgement. The dislodged lead was stimulating the phrenic nerve resulting in the patients hiccups. The device was reprogrammed to deactivate the lv lead until the lv lead can be repositioned. A revision procedure is anticipated to be performed but not yet scheduled. The patient was stable and will continued to be monitored.

Event description:
Additional information received indicates that there was a change in cardiovascular medication. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that the left ventricular (lv) lead was unable to be replaced due to patient anatomy. The patient was stable and will continued to be monitored.